Event description:
It was reported during an in-clinic follow up, post-paced t wave oversensing was noted on the device. Programming changes were made during the device check. No patient symptoms were reported.